Manufacturer narrative:
(B)(4). The customer declined vent repair and vent was not serviced.

Event description:
It was reported that during the field action the 840 vent was found with erratic display and will need to replace graphical user interface (gui) printed circuit board (pcb).